Manufacturer narrative:
Investigation summary received one (1) used. List #146870489, primary plum set for inspection. There was damage observed on the outside of the drip chamber near the top. A large particulate was observed inside the drip chamber and was partially trapped inside the wall of the drip chamber. The drip chamber was cut open and the particulate was removed. The particulate appeared to be a plastic substance. The damages observed on the drip chamber wall were indicative of excessive solvent use causing the plastic to melt. The complaint of particulate matter inside the drip chamber can be confirmed. The probable cause is due to an assembly error in the manufacturing plant involving excessive solvent when assembling the set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that she was preparing to run a bag of fluids for the patient and started to prime the tubing. When she went to fill the drip chamber she noticed a foreign body present within the chamber. It looks to be extra plastic, or possibly adhesive attached to where the drip chamber attaches to the spike. A new bag and new tubing were examined and prepared. The remainder of our stock was examined and looks fine. The defective tubing was never connected to the patient at any time. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.